Manufacturer narrative:
(B)(4).

Event description:
It was reported that low level, high frequency noise that was inhibiting pacing for the dependent patient was observed on egm. Myopotential oversensing was noted. The patient was asleep during the episode and did not experience any symptoms. Programming changes were made.